Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2010-01142. The patient was implanted with the scs system consisting of an ipg and two different models of paddle leads on (B)(6) 2007. It was reported that the patient was experiencing overstimulation sensations when the system amplitude was increased. Lead impedance testing showed high lead impedance on 3 contacts. The physician explanted the leads and replaced them with a different model paddle lead. The explanted leads were discarded and not returned to ans for evaluation. It was noted that the patient had significant scar tissue. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Device 1 of 2. The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.